Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the account pulled a nc trek balloon dilatation catheter (bdc) off the shelf and prior to use, noticed the bdc to be 'damaged'. There was no patient involvement or no clinically significant delay in the procedure reported. The returned device evaluation revealed that the inner member was separated at the proximal balloon seal. The balloon was still intact and not in two pieces.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported damage was able to be confirmed. Abbott quality received the device with the inner member separated. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that although there was no resistance reported with the sheath removal, the possible cause for the failure mode could have been with difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.